Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n90040. Additional information was requested and the following was obtained: how did device not function? Refused to function during the intervention. Did it stop activating during procedure? Never worked. Did it not pass pre-run test? It did, but afterwards didn¿t work anymore. Was an error message received? Not mentioned to the sales force. If an error message was received, what was the specific error message? Na . The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen11, an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the device did not function. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.